Event description:
Patient revised for dislocation, found liner lip and screw broken. Noted metal wear between head and shell.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other incidents against the known product/lot combinations since their release for distribution. It was reported that it was realized at this revision that the cup was already damaged when these devices were implanted. It is suspected that this may have been a contributing factor in this event. Product/lot information was not provided for the associated screw and cup. The investigation could not draw any conclusions regarding the reported event device examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.